Manufacturer narrative:
The complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
It was reported on (B)(6) 2016 by the patient's lawyer that the patient purchased the lenses approximately in (B)(6) 2014 and after two days of use she experienced strong irritation, swelling and secretion in the left eye. From this date, she started to visit ophthalmologists frequently to perform treatment with strong medication (chlorhexidine, vancomycin, and amikacin) that caused her pain, preventing her from working. A physician provided information that she had a non-contagious corneal lesion and history of corneal ulcers in the left eye after contact lenses use. Due to left eye lesion(s), and/or all the damage caused to the eye due to this event, the patient lost almost her total vision. She reported that she currently only sees approximately 20% in the left eye and due to the use of the lens, she lost almost 80% of her vision. According to the "judicial process", there is no doubt that the lens had a defect and was infected with agents that caused the ulcer, which she thinks may have happened during manufacturing process. The patient purchased the product and the establishment informed her that it was totally secure, and that it was not necessary to have a prescription. The patient did not receive guidance on how to wear or clean the lenses. In the process it was mentioned that patient became almost blind in the left eye, and the eye was esthetically damaged, which was described as the left eye being "cockeyed" and darkened, which caused her trouble and suffering. It is unknown if this esthetic damage was permanent or not. No additional information is available at this time, as the patient cannot be contacted.